Event description:
It was reported that the arterial lumen of the y connector was blocked. There was no reported pt death, injury or complications. There was no medical or surgical intervention required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.